Event description:
Procedure type: lap colon. According to the reporter: upon removing the trocar from the cannula, the knife damaged the tip of cannula and a broken piece fell into the cavity. It was retrieved. The procedure was well completed. No tissue damage. No bleeding. Extended or time: unk. No pt injury was reported. Pt status: ok. No further pt info available.

Manufacturer narrative:
(B) (4)